Event description:
It was reported that the tip of the driver broke during use in a tlif surgical procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). The tip of the driver has been sheared off and is missing. This is consistent with excessive force.